Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that the 8mm maryland bipolar forceps instrument's jaw was burnt. No further information was provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure on (B)(6) and it was a liver resection. The sequence numbers of the instrument are unknown. It is unknown if there was any arcing, or where the arcing originated. The other instruments that were being used were a long bipolar, cadiere, maryland, small clip applier, and ml clip applier. The ft10 generator was being used but the settings are unknown. It is unknown if the instrument jaws were immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. It is unknown if there was any collision with an energy instrument. The procedure was completed robotically, and there was no injury to the patient. Isi received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding jaw is burnt was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.